Event description:
It was reported to philips that the system was unable to perform exposure, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure completed on another device with a delay of 20 minutes. The field service engineer (fse) went onsite and analysed the system log file. The analysis of log file found the flow switch of cooling unit was defective. The cause of the cooling unit failure could not be conclusively determined by the supplier's part analysis, however the replacement of the cooling unit by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome. Health impact code has been updated.